Event description:
It was reported that this implantable pacemaker exhibited low out of range pacing impedance measurements and noise on the right atrial (ra) channel. Due to this a lead safety switch occurred. Evaluation of the device was performed no anomalies were observed. The patient arrived to the health care facility and reprogramming was performed. This device remains in service. No further adverse patient effects were reported.